Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a sys message displayed during a procedure. Case was completed using an alternate sys following a 20 minute delay. There was no harm to the pt.